Manufacturer narrative:
The pump powered up properly after the battery installation. The pump passed the self test and displacement test. The pump was monitored for 24 hours and no grey display anomaly or display anomalies were noted. The pump was received with minor scratches on the lcd window and case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a display anomaly. It was the second time that day that the display was grey. The battery was changed but the anomaly persisted. Customer's blood glucose level was 146 mg/dl. The device was not returned.